Event description:
It was reported that there was a failure occlusion test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection found no external damage was observed. During occlusion and checking force calibration testing, the reported problem was duplicated. The root cause of the reported issue was found to the force was out of calibration. It was also noticed that one of the screw mounts was broken off in the left plunger case. Replaced left plunger case and calibrated the force sensor as part of the preventative maintenance procedure. A corrective and preventative action has been opened to address the reported issue.